Event description:
I wanted to report a problem with a medical product. I had surgery to have a sling inserted to correct a prolapsed bladder and rectal on (B)(6) 2008. The sling used was boston scientific, ob try x lot #oml8022901, upn #(B)(4). Within a year to 18 months, the sling failed and my bladder and rectum collapsed again. I will have to have this surgery again, as I am suffering from the same symptoms that brought me to having it the first time.